Event description:
It was reported that during an unknown surgery the surgeon stated that the device would not fire. The stapler was fully clipped, illuminated and in the firing range. They opened a second device and used that battery on the original device and it still would not fire. They then used the new battery with the new device and the original anvil and completed the case. A leak test showed bubbles so they went back in with a contour third device and transected lower below the dentate line to complete the case. Twenty four hours post op the patient had two significant bowel movements and her blood pressure dropped significantly. They went back to the or and she received a colostomy bag.

Manufacturer narrative:
(B)(4). Date sent: 8/29/2023. D4 batch # unk. B3: only event year known: 2023. H6: health effect ¿ clinical code gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: why did patient undergo a colostomy? What were the findings at re-operation? If there was bleeding, please quantify the amount of bleeding? If a leak, please describe? Please confirm that the anastomosis was created after the second transection? Was a powered circular used to create? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/13/2023. Additional information was requested and the following was obtained: are any devices available to be returned? No, unfortunately they tossed them. Why did patient undergo a colostomy? We were informed that a couple days after the procedure, the patient had a large bowel movement, and then her blood pressure dropped. When they brought her to the or, they found a leak. What were the findings at re-operation? - they just said there was a leak if there was bleeding, please quantify the amount of bleeding? - they did not mention bleeding if a leak, please describe? - all they said was that there was a leak please confirm that the anastomosis was created after the second transection? Yes was a powered circular used to create? Yes what were the indications for surgery? -unsure what surgical procedure was performed? -was told that it was an lar did the patient receive any preoperative chemotherapy or radiation? -unsure what healthcare professional fired the device and what is his/her experience with the device? The surgeon fired. He has been using it for 2-3 years. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? He said in the middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unsure. Were there any issues with device use/firing? -originally, it did not fire. So they opened a second powered circular device, and used that battery to fire. It still would not fire. That when he decided to removed everything and go lower. Opened a third stapler at that point, and it fired. They did a leak test and there were no bubbles. What confirmation was received that the device completed the firing sequence? Heard the washer break. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Two. Was there any difficulty removing the device? Did not mention anything about difficulty removing was a complete transection of the white breakaway washer visually confirmed? Unsure. Were the donuts inspected? If so, please describe. Unsure. But they typically do, plus they did not indicate that they had incomplete donuts. Were there any issues noted with staple formation? If so, please describe the shape and location. There were no issues noted regarding staple formation please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Thank you. They threw away the devices (the patient did not prep well, so there was feces everywhere.)